Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the they were hospitalized due to hyperglycemia as well as coma on (B)(6) 2018 at 2 pm. The customer blood glucose level was 1200 mg/dl at the time of hospitalization. The customer was treated for high blood glucose value and sent to rehab. Customer stated during this hospitalization they went into coma 3 times. The device will not be returned for analysis.

Manufacturer narrative:
Additional information of hospitalization details has been received which was not included with the initial report. The information has been provided with this report.

Event description:
It was reported that customer fell and hospitalized due to high blood glucose on (B)(6) 2018 at (B)(6) pm with blood glucose was (B)(6) mg/dl. The customer went in to coma three times during hospitalization. The customer was hospitalized from (B)(6) 2018 till (B)(6) 2018 then customer was transferred to rehab and got out from rehab at the end of the (B)(6) .